Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose levels greater than 600mg/dl. Customer stated that their health care provider reset her insulin pump prior to the hospitalization. Troubleshooting was declined. Customer stated they would monitor the insulin pump.